Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a leak was observed. According to the report, a nurse connected gemzar (a chemotherapy medication) to an unknown y-site of the primary set. After about five minutes of therapy, the patient called the nurse into the room because the patient observed that the administration set was leaking. The set was in use with a sigma spectrum infusion pump that had a programmed infusion rate of 750ml/hr. The nurse observed that the chemotherapy medication was not infusing, and the port a catheter (IV site in the patient's chest) was backflowing with blood to the lowest y-site of the primary set. The nurse observed that the patient's blood was leaking out of the y-site of the secondary set. The nurse reported that the leak was occurring from the luer activated device on the secondary set. The leaking set was taken down, a new bag was mixed and hung, and therapy continued without an issue. There was no reported injury or adverse event to the patient, and medical intervention was not necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation. However, a photograph of the sample is available. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Actions to avoid possible causes related to the manufacturing process have been taken and implemented.